Manufacturer narrative:
A ge service rep performed an onsite investigation and reported that the thermal casing was very hot at the time of the problem. The thermal casing, the machine's operation and the system were checked and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic images and was not functioning as intended. No pt injury was reported.